Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was moderately tortuous and heavily calcified with a 99% stenosis. Although it was a heavily calcified lesion, the guide wire was able to cross the lesion. Then the otw voyager 2.0 x 15 mm crossed and was inflated at 6 atm. The procedure was continued using an rx voyager 2.0 x 15 mm which was inflated at 12 atm. Another company's stent was implanted completing the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information, however, the device was not returned to abbott vascular for analysis. Factor that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion treated in this incident was heavily calcified, which could have contributed to mechanically damaging the surface of the balloon such that upon inflation, the balloon ruptured. However, without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.